Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture, inflammation of left breast. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with mentor memoryshape breast implant gel breast prostheses that both ruptured post implantation. Rupture of the patient¿s left breast prosthesis was initially reported. Additionally, it was reported that the patient suffered from recurrent left breast seromas. The patient was suffering from pain, redness, and swelling in the left breast. Both ultrasound and MRI results indicated a large periimplant fluid collection in the left breast. The patient underwent ultrasound guided aspiration of the fluid, and a sample was collected and sent to cytology. No malignant cells were identified. MRI results indicated an enlarged left axillary lymph node. Ultrasound results suggested silicone uptake by the lymph node. As a result, the patient underwent bilateral explantation and replacement with motiva gel breast prostheses. During explant surgery, rupture of the right breast prosthesis was discovered. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2025-13873 for the report for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 22-mar-2026, mentor completed its investigation on the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured. In addition, siltex cracking was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-feb-2026, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).